Event description:
It was reported that there was a foreign material in the patient's eye after the one-piece toric intraocular lens (iol) was implanted. An injector from a different manufacturer was used, and there was no foreign material while preparing the device. The foreign matter was removed with forceps and the iol was implanted without any additional medical or surgical intervention. No patient injury was reported. Through follow-up, we learned that the patient's visual acuity and health condition did not present any problems. No further information was provided.

Manufacturer narrative:
Section d6b: explant date: not applicable, as lens remains implanted. Section e1: telephone number: (B)(6). Section g4: PMA/510(k) #: this report is being filed on an international device; tecnis® toric 1-piece, model zcw that has a similar device, tecnis® toric 1-piece model zct which is distributed in the united states under PMA p980040. Section h3: the intraocular lens (iol) was not returned for evaluation. Therefore, a failure analysis of the complaint device could not be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. An attempt has been made to obtain missing information. However, to date, no response has been received. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Additional information: section d9 - device available for evaluation? Yes. Section d9 - date returned to manufacturer: march 10, 2025. Section h3 - device evaluated by manufacturer? Yes. Device evaluation: the videos provided by the customer were evaluated. One video displayed an intraocular lens implantation procedure. Upon implantation a foreign material was observed on the lens. The other video displayed the foreign material outside of the eye. The nature and origin of the material could not be determined from video evaluation. The returned material was inspected under magnification. A piece of material was taped to the original lens case. The material was evaluated and found to be a mixture of polycarbonate and sodium hyaluronate (naha). The fourier transform infrared (ftir) spectrum raw data output file generated was compared against the manufacturing process ftir library and did not yield any results with at least a 0.90000 correlation. The complaint issue "foreign material - loose" was identified during product and video evaluation; however, based on the complaint investigation results the complaint issue could not be confirmed to be related to the manufacturing or design process. Therefore, there is no indication of a product deficiency or product malfunction. Conclusion: based on the complaint investigation results, the product was released within specifications. No product deficiency or product malfunction identified. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.